Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05938; 2017865-2020-05939. It was reported that patient presented to a follow up appointment with drainage and a localized pocket infection. The physician believes that it was related to the pacemaker system. The entire pacemaker system was explanted on (B)(6) 2020. Patient condition post-procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.